Manufacturer narrative:
Investigation found that pump ran 10.25 hours with no alarms, errors, or indication of the batteries getting at rate 400 ml/hr using new batteries. Complaint could not be confirmed.

Event description:
Customer states that during testing pump's battery gets hot.